Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a sales representative and forwarded by our local affiliate ((B)(4)). This case is associated to case (B)(4) by reporter. This case involves a (B)(6) female pt who received poly-l-lactic acid (sculptra) therapy on three occasions. Treatment details: (B)(6) 2008 dilution volume: 1:6. Amount injected: 1 vial (nos). Batch number 1a7021. Region injected: both cheeks. Poly-l-lactic acid was not mixed with any other product. Relevant medical history included diabetes and hyaluronic acid injection on lip. The reporter had no proof that the pt received any previous esthetic treatments, or had any autoimmune disease. No concomitant medications were taken. In (B)(6) 2008, nodules of all different sizes appeared all over her face. She also developed high indurated "plaques" on the treated area (both cheeks). Corrective treatment was to include saline solution and massaging, but they had not yet been initiated at the time of this report. (B)(4). Reporter's causality assessment: possible.